Event description:
Presented for deceased donor renal transplant. Allergic to bactrim (not specific report, "kidney damage"). To operating room, anesthesia induction and endotracheal intubation uneventful. Central line placed, double lumen, then became hemodynamically unstable. Bp dropped tachycardic. Acls with rosc within 4 minutes. Tee - empty rv/lv. Epi drip started, requiring boluses as well. Again, pulseless vt - defib. ECMO begun. To cath lab - angio revealed normal coronaries. Possible chg anaphylaxis, taken to ccu. Tryptase sent (B)(6) 19:00 = 129. The pt continued in refractory vasodilatory shock, developed abdominal compartment syndrome and dic, expiring on (B)(6) 2016. Event abated after use stopped or dose reduced: no.